Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as device was not returned and lot number was not provided.

Event description:
Device report from (B)(6) reported a locking cap could not be loosened and was not removed.